Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring had chipping damage. Customer stated that insulin pump does not hold reservoir in compartment. Customer stated that they were unable to hear alarms. Customer stated that insulin pump uses more insulin during prime. Customer stated that they received frequent unexplained no delivery alarms. Customer stated that insulin pump battery life was not lasting for one week and insulin pump rejects new batteries. . No harm requiring medical intervention was reported. The device will not be returned for analysis.